Event description:
Surgery was performed to remove broken catheter from pt. This was determined to be a procedural error as the doctor has incurred all costs associated with the surgery performed to remove the broken catheter. Company considers the matter closed and will not provide any additional reports.